Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows no electrode wear with dried tissue present with possible short time of activation. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and registered an expected e-7 error as the device shows signs of activation. The error was by-passed and the wand was activated in saline solution using a compatible foot control then the finger switches on the device at the default and max settings and the ablate function performed as intended. The suction line was tested and performed as intended. The device was then tested on simulated tissue and performed as intended. The complaint could not be verified as the returned device performed as intended and the root cause could not be determined with confidence. Factors that could have led to the device not ablating or coaging includes: insufficient saline in order to maintain the formation of plasma due to the device showing signs of activation, or the device becoming unplugged from the controller. Other potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the facilities controller or foot control. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the coag and ablate functions would not work at all during a shoulder arthroscopy. Tried using a 2nd wand from a different lot but the same problem occurred. The procedure was completed using a competitive device (stryker probe). No patient injury or other complications were reported. Complaint 2 of 2. See (B)(4) for original report (lot 1166123).